Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device battery voltage was at end of life (eol) level upon receipt. Analysis of device image was performed, and high monthly current was noted. Device was cut open for measurement. Further analysis of device hybrid was performed and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion was premature.

Event description:
It was reported that during remote follow-up, premature battery depletion was noted on the patient's insertable cardiac monitor (icm). The physician elected to explant the icm and replace it with a new one. The patient's condition remained stable.